Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped working. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge service technician was unable to duplicate this concern. Technician reseated cables, connections and reloaded software as a precautionary measure. Device passed functional and safety tests according to factory specifications. Device was returned to the customer and cleared for clinical use.

Event description:
N/a.